Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "long-term survival of a semi-constrained implant following revision for infection" written by benjamin wilke, md, eric wagner, md, and robert trousdale, md published by the journal of arthroplasty 30 (2015) 808-812 accepted by publisher 30 october 2014 was reviewed. The article's purpose is to evaluate long term survival of revision total knee arthroplasty in the setting of a prosthetic joint infection using the tc iii implant. Data was compiled from 75 patients who received initial revision surgery implanting tc iii between august 1994 through november 2002. Cement manufacturer was not identified. Article does not specify or imply that patients had patella resurfacing. Depuy products utilized: tc iii knee with non-hinged semi-constrained system adverse events: re-infection (treated by revision and prosthesis removal), joint instability (treated by revision), recurrent dislocation (treated by revision to a hinged system), above knee amputations, broken femoral bolt (treated by revision), supracondylar periprosthetic femur fracture (treated by revision of femoral component only) the article does not provide adequate information to determine accurate quantities.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.